Event description:
The customer reported that during patient treatment, they received an alert of air in the return tubing. The customer attempted to remove the air, but the reservoir of the kit was full,and the only option was to abort the procedure. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the run data file showed the following alarms.1. "Air detected in return line" alarm2."air may not have been removed from return line" alarm3. "Non recoverable - reservoir was full during air removal" alarm, this alarm directs the operator discontinue the procedure. The "reservoir was full during air removal" alarm is in place to detect when the reservoir is full, a result of the previous air recovery. As the system cannot accommodate further fluid, another recovery can not be performed. The operator is directed to end the procedure, so to avoid potential delivery of air embolism to the patient. Root cause: signals in the rdf for this procedure were indicative of platelet aggregation. Clumping can affect the collection efficiency by interfering with proper separation in the connector and/or chamber. The optia system operated correctly providing an air in return line alarm.

Manufacturer narrative:
Investigation: a optia set was returned for investigation. No defects of the set or return pump header tubing were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.